Event description:
At approximately 7:20 am, rn was changing the spo2 (saturation of peripheral oxygen) sensor on the patient's left foot and noticed a small red area, the size of the sensor, under the sensor. The area appeared to be a small burned or skin irritation area. The sensor is changed at the 12 hour shift changes and the rn reported that the sensor had been on the left foot the previous shift. The sensor was removed and a new one was placed on the patient's right hand.